Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment below the upper fitment was confirmed in the photos provided by the customer taken during the time of the event. However, the bulge could not be confirmed upon visual inspection due to the set being received with a burst silicone segment. The set was visually inspected and it was observed that the silicone segment was burst apart and discolored just below the upper fitment. No scuff/crush marks were observed on the upper fitment. Functional testing could not be performed due to the burst silicone segment that was caused when the customer was attempting to drain the tubing and used air to push out the fluid. The root cause of the bulging silicone segment could not be determined.

Event description:
Received a copy of the customer's medwatch report which states, "at the end of this unit's infusion, the door was opened and a large bulbous of fluid was found in the upper portion of the tube path, directly above where the pressure plate would sit when the door would be closed. Pump was brought to clinical engineering and tested in an attempt to duplicate the conditions that would cause the tubing to expand. There was no harm to the patient and infusion was completed without any indication that the tubing was expanding. After several attempts, tech was unable to duplicate a condition that would recreate the event. The unit was returned to service." The customer reported that during testing of the set at the facility an attempt was made to drain the tubing using air to push out the fluid and the bulging area burst as a result.